Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18738. It was reported the pt is experiencing ineffective stimulation. Reprogramming was unable to resolve the issue. The pt declined to undergo surgical intervention at this time because he is experiencing slight stimulation in his right foot. The pt is leaving the country for 3 months and may undergo surgical intervention to address the issue upon his return.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.